Event description:
Procedure: cystectomy. Customer reports that the balloon is defective, it did not inflate. It was noticed when inserted into the patient. Another device was used without further consequences. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. No extension to surgical time required. Nothing fell in the surgical cavity. Patient current status reported as recovered. The device will be returned for evaluation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).